Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the lv (left ventricle) was high. Also,the impedance trend on the lv (left ventricular) pacing lead was decreasing.

Event description:
It was reported that the patient experienced a fall due to the left ventricular (lv) lead retracting to the coronary sinus ostium and right ventricular (rv) lead loss of capture. It was noted the lv and rv leads showed dislodgement due to twiddler's syndrome, along with high pacing thresholds and high impedance. The rv lead and lv lead were explanted and replaced. The patient is a participant in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.